Event description:
The pacemaker went off without a low battery warning. The pacemaker was set ventricular (v) demand 80, v output 4 and sensitivity set at 0.4. The patient was hypotensive systolic blood pressure (sbp) 80-90's, in afib. The battery was replaced with a new one and the pacemaker still didn't work. The pacemaker was replaced and their sbp went back to 100's on v demand 80. During testing, biomed was able to reproduce the problem of the pacemaker shutting itself off with no warning. Biomed will return the unit to medtronic for repair. It is less than a year old and still under warranty.